Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-02335. Concomitant medical products: comprehensive reverse humeral bearing pnxl-115363 ln699900. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during a reverse shoulder arthroplasty, the locking ring would not engage in the humeral tray. As a result, the surgeon was unable to attach the humeral bearing onto the humeral tray. The procedure was completed by opening a new tray/locking ring. The procedure was no delayed and no impact to the patient was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed due to limited information received from the customer. A photo was received; however, it is not possible to determine the condition of the complaint devices from this photo. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.